Event description:
Pt reported that one of her pump is not working. Displayed alarm - cassette not attached. Troubleshooting completed - pt advise they pt closed tubing, removed cassette and reattached. Tried different cassette and was not attaching. Pt changed to second pump. There was no interruption in therapy. Serial number are unknown. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time."did the reported product fault occur while in use with the patient? No " did the product issue cause or contribute to patient or clinical injury? No;" "is the actual device available for investigation? Yes, upon patient return;" did we replace device? Yes;" did the patient have a backup device they were able to switch to? Yes; " if yes, was the patient able to successfully continue their infusion? Yes;" is the infusion life-sustaining? Yes;" what is the outcome of the event? Resolved. Diagnosis for use: pulmonary arterial hypertension.